Event description:
Ventilator went into "safety valve open" condition. Pt was immediately ventilated with a manual resuscitator. Pt was not adversely affected. Problem is attributed to defective chip. Equipment was rented and company notified.